Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Received additional information on 2017-jul-05 regarding the reported condition. Updated event date was removed as it is unknown the exact date that the issue occurred on. Evaluation summary attached checkbox should have been unchecked in initial report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had an erratic display. The ventilator was not on a patient at the time of the reported event. To address the issue, the customer replaced the graphical user interface (gui) printed circuit board (pcb) and updated the backlight inverter pcbs. A service engineer updated the software and the unit passed all testing and operated within the manufacturing specifications.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the customer replaced the gui cpu (graphical user interface-central process unit) and the backlight inverter boards. The ventilator was not in use at the time of the event.